Event description:
An alarm issue was reported with the adc application in use with an unknown phone with unknown operating system. The low glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced disorientation and was treated with water with sugar by spouse. Customer was also provided additional water with sugar and juice with sugar by a sanitarian. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. Adc attempted to replicate the user complaint on ios/android/freestyle librelink configuration and was able to successfully receive high and low glucose alarms. No issues with the librelink app were identified. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The operating system is unknown so product information provided is for ios. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 has been updated to reflect the correct investigation activities.

Manufacturer narrative:
The product data has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Attempted to activate high/low glucose alarms with ios/android/freestyle librelink configuration and successfully received high/low glucose alarms on the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The operating system is unknown so product information provided is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with an unknown phone with unknown operating system. The low glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced disorientation and was treated with water with sugar by spouse. Customer was also provided additional water with sugar and juice with sugar by a sanitarian. There was no report of death or permanent injury associated with this event.